Event description:
The device was connected to a person diagnosed as unconscious, pulseless and apneic. When the operator pressed the analyze button to perform an automated ECG analysis, the device allegedly failed to analyze the patient's ECG rhythm. This reportedly occurred on three consecutive attempts to analyze the patient's ECG. Als personnel arrived and took over treatment of the patient. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.